Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 3120213 / lot: unk (x4) part: 7200023 / lot: unk (x1) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, patient had a fusion done at level c6-7. Per op notes, screws were placed in c6-7. Herniated disk material was removed from top of nerve root. A 7 mm graft was counter sunk in position at c6-7. A plate after this was placed with 13 mm screws. No intraoperative complications were reported. Post-op, patient had swelling around the area where the spine surgery was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.